Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed right ventricular lead noise that caused brief inhibition of pacing. Programming changes were made to resolve the issue. Patient was in stable condition throughout event.